Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20'c (-4'f) or greater than 50'c (122'f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). This issue has the potential to cause death or serious injury. Overheating may lead to burns or damage to the skin if it comes in direct contact. It may also lead to failure of the controller to work as intended leading to pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient came to clinic and reported that his controller was overheating and felt very warm to the touch.

Manufacturer narrative:
Additional information was provided from the clinical specialist on 8/25/2016 indicating that the controller was never covered in blankets. The controller was carried in the heartware patient pack and felt very hot to the touch. It cooled off when removed from the pack but began to heat up again when returned to the patient pack. Reportedly, the controller never turned off until a controller exchange was completed and was disconnected from the patient's driveline. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event as "overheating controller' was confirmed via thermal imaging inspection when both surfaces were warm to touch with temperatures of 49.5°c and 43.8°c respectively. Analysis revealed that the device passed visual examination and functional testing. An internal review of the controller found that the q3 metal oxide silicon field effect transistor (mosfet) was operating at a higher temperature. However, this component was still operating within its recommended temperature range (-55°c to 150°c). As a result, the controller passes functional testing. The most likely root cause of the reported event could be an amperage and/or voltage fluctuation within the power board causing the q3 transistor to overheat due to slow switching and unintended conduction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.